Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter (mother) for the patient contacted lifescan (lfs) alleging that their one touch verio 2 meter was reading inaccurately high compared to a continuous glucose monitor (cgm) (dexacom). The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged product issue first occurred on ¿(B)(6) 2016, 1:26pm¿. She stated that the patient obtained a blood glucose reading of 351 and 341mg/dl on the subject device which she compared to 50mg/dl obtained on the cgm. Meter to cgm comparisons are invalid in determining lfs criteria for accuracy. The reporter denied that the patient takes any medication to manage her diabetes and stated that around 30 minutes after the alleged product issue began the patient developed symptoms of ¿sweating and almost fainted¿ whilst at school. The reporter detailed that at around 2:20pm the patient attended the school nurse and was treated by a health care professional (hcp) with some food ¿crackers¿. At the time of troubleshooting the cca noted that the unit of measure was set correctly at the time of testing. Cca also noted that the test strips were within their expiry date and had been stored correctly. The patient did not have control solution to perform a test. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began and subsequently received medical intervention from a healthcare professional after the alleged device issue occurred.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. Lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systematic issue was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.